Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The root cause of the burning pain at the pocket site could not be determined. The maximum operational and charging temperatures were within the limit. It was verified that there was no loss of electric current into the surrounding tissue. Sterilization record did not find any anomalies or deviations that potentially relate to the reported event. The ipg passed all the required tests and revealed no anomalies.

Event description:
A report was received that the patient had burning pain at the battery site. The patient felt the pain when the stimulation was turned on. The patient underwent explant procedure.

Event description:
A report was received that the patient had burning pain at the battery site. The patient felt the pain when the stimulation was turned on. The patient underwent explant procedure.